Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had minor scratches on display window, cracked reservoir tube and cracked reservoir tube lip.

Event description:
Customer reported a button error alarm on the insulin pump. Customer stated that they put the insulin pump in the refrigerator to cool it down and continued to receive a button error alarm. Customer's current blood glucose reading is 146 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.